Manufacturer narrative:
Approximate age of device - 3 years and 7 months. The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2010. It was reported that the patient was seen in clinic with low speed advisory alarms and pump off alarms. The pump was not explanted and will not be returning. No further information was reported. Percutaneous lead replacement performed without issue. Patient placed on regular grounded patient cable post repair without alarming. Patient expected to remain under observation for at least 24 hours and will be sent home on regular patient cable if no pump stops occur.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Main investigation conclusion: although the reported pump stop was confirmed during the evaluation of the submitted log file, the cause could not be conclusively determined. The submitted log file captured multiple low speed operations and a single pump stop, all while the system was supported by the power module. Based on previous complaint experience, the captured events appeared consistent with a potential driveline issue. However, no damage was identified through the examination of the distal end of the patient's driveline. Approximately 19¿ of the distal end of the driveline was returned for evaluation under work order (B)(4). The dl was tested for electrical continuity in the condition it was received and did not reveal any discontinuities or shorts. A kink was present approximately 2.5¿ from the metal connector, and the surrounding silicone jacket was covered in rescue tape. Upon removal of the tape, a small tear was present at approximately 3¿. Removal of the silicone jacket and clear bionate revealed multiple areas of breakdown to the braided shield. Visual inspection of the wires revealed no evidence of mechanical damage or breakdown of the wire insulation. The driveline was then submerged in a saline solution for hi-pot testing to further verify the integrity of each wire's insulation. This test did not reveal any areas of current leakage that would have contributed to an electrical short. The patient remains ongoing on heartmate ii lvas, serial number (B)(4), on an ungrounded patient cable. No further issues have been reported. The hmii lvas IFU and patient handbook contain sections on ¿caring for the driveline,¿ and explain that all heartmate ii lvad drivelines have the potential for breakdown to occur dependent upon length of use and patient handling.